Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was confirmed that it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that during a routine follow up, it was found that this device had reverted to safety mode operation. Device interrogation showed episodes with noise oversensing and several events with asystole greater than two seconds, but no syncope was reported. Consequently, the device was explanted and replaced with a non-boston scientific product. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that during a routine follow up, it was discovered that this device had entered safety mode. Further device interrogation showed episodes with noise oversensing and several events with asystole greater than two seconds, but no syncope was reported. Consequently, the device was explanted and replaced by a non-boston scientific product. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.